Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5 mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained in the left common femoral artery via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with 7000 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU. The device was inserted into the sheath of up to the white shaft marker. A buddy wire (guide wire) was also inserted into the sheath. The balloon was inflated until the black marker was fully visible on the inflation indicator. The device was pulled back and before the balloon reached the arteriotomy, the balloon had lost pressure. The sheath was then reinserted via the buddy wire and a device from another MFR was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.